Event description:
It was reported that customer experienced cgm error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, did not experience cgm error again, and successfully started new sensor session.